Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: drill bit device, (B)(6) 2022. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device generating heat and having an unintended activation/motion, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by india that during service and evaluation, it was determined that the motor device generated heat and had an unintended activation/motion. It was further observed that the device made an excessive noise, had insufficient/low power, and could not secure/lock the cutter device. It was further determined that the device failed pretest for safety assessment, rotational speed assessments, noise assessment and handpiece temperature assessment. It was noted in the service order that during post-surgery, it was discovered that the drill bit device was not getting locked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.